Event description:
The device t was removed due to fracture.

Manufacturer narrative:
The investigation concluded that the fracture occurred in a rapid brittle mode, with the probable fracture origin at the volar aspect of stem-to-head transition. The component fracture was consistent with fractures known to result from impacting an unsupported head, where the stem of the component or trial cannot be fully inserted into the medullary canal due to an improperly prepared oblique osteotomy. It is likely that the impact that produced fracture occurred during implant surgery and had gone unnoticed.